Event description:
Reportable malfunction: novo nordisk a/s rec'd a novopen 3 from holland on march 24, 1998 with the complaint of a piston rod mechanism defect. The pen was forwarded from a pharmacy without any further info on the pt or the use of the product. No adverse event was reported in connection with this complaint. Result and conclusion of manufacturer's investigation of the pen revealed that the function of the pen was strange and the piston rod appeared springy when it was pressed into the pen body. The fault is classified as "collar on piston rod nut broken off." The piston rod washer was missing at receipt.